Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that the screen went black. A field service engineer unplugged all other cables, verified power from the wall receptacle, which was good, and removed all connections from the power supply. Since the fan did not turn on, the field service engineer replaced the power supply, checked top cover connections in electronics drawer and removed dust under top cover to resolve the issue. A field service engineer tested the device in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen went black. The customer tried to recover the station, but the problem persisted. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.